Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a pocket failure. A field service engineer performed maintenance by cleaning the contacts on the pocket and mother of all boards (moab), exercising the muscle wires in the pocket, and rebooting the system to resolve the issue. The system functioned as intended after the field service engineer verified the device. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site.

Event description:
It was reported that when using the pyxis medstation es system, the pocket in the drawer failed and was not recovered. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.